Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with an unsigned note that indicated, touchscreen is not responding. There were no reports of any adverse pt events of delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No add'l info was provided.

Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. As indicated, this device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query by hospira personnel.